Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the unknown zimmer screw loosened.

Manufacturer narrative:
The reported product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complainant reported that the ¿screw loosened and was re-tightened¿. The complaint could not be verified, as the product was not returned and the exact details and condition of device usage could not be replicated. A definitive root cause could not be identified for the reported event.